Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage located in the tube. This event occurred on 14-nov-2024. Customer changed supplies as necessary and resumed insulin therapy. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). No escalation required. The batch 6004795 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6004795 was manufactured according to the wi version 110 manufactured in the line inset 5, on 04/jan/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 3l04384 was manufactured according to the wi version 58 manufactured in the machine 5c03, on 17/dec/2023, with a total of (B)(4) units. The lot 4a00561 was manufactured according to the wi version 59 manufactured in the machine 5c03, on 04/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/may/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6004795 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.